Event description:
The covidien 20ml syringe was opened in the sterile compounding area and a part of the rubber plunger stuck to the plastic base. There was damage to the plunger and the syringe was sequestered and is currently being held. The product is reference number 1182000777 and lot 004158x. This is the first reported product failure of these covidien 20ml syringes. We will check stock. Therapy date: (B)(6) 2020. FDA safety report ID# (B)(4).